Event description:
It was reported " possible iab rupture, frequent helium loss alarm". Additionally information states that the iab catheter was removed and not replaced. The patient was treated with medication and transferred to another facility. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "possible iab rupture, frequent helium loss alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " possible iab rupture, frequent helium loss alarm". Additionally, information states that the iab catheter was removed and not replaced. The patient was treated with medication and transferred to another facility. No patient injury or consequence reported. The patient's current condition is reported as "critical".